Manufacturer narrative:
Visual inspection confirms that the distal tip of the driver has sheared off. This failure is likely due to the input torque exceeding the strength of the tip. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off when inserting a screw into dense bone. The tip was retrieved.